Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they had an appointment with the patient and account on (B)(6) to do a physician mode recharge to resolve the issue. On (B)(6) the rep called to review how to perform a pmr. It was reviewed to clear the power on reset (por) following this and to remind the patient to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pt appears to be in overdischarge (od). The manufacturer representative (rep) states pt was admitted to a hospital where they did not have access to charging their implanted neurostimulator (ins) and at this point the recharger will not charge ins; clinician/pt programmer will not access ins. Agent reviewed prm process and considerations around time (a couple hours to go through the process if the pt has not charged in at least a month as noted by caller). Agent to send case number to caller and the caller will have nurse working with the pt call for guidance on the prm process.